Event description:
It was reported that during a lap hysterectomy, the electrode of eps02 fell into the patient. It was confirmed that this event occurred in 96 minutes when dvd was checked. The eps02 functioned properly and the electrode tip did not contact with another device. Instead of eps02, eps06 was used after this incident. Although the surgeon looked for the fallen tip for a while, it could not be found, so the uterus was removed first. After the uterus was removed, when the surgeon intended to look for the fallen tip, it was found that the electrode of eps06 was missing. It was determined that there was the electrode of eps02 inside the patient with x-ray. It took about 4 hours and a half to find the fallen tip and the tip was eventually retrieved without converting to open. Besides, the electrode of eps06 was found inside the shaft in opposite direction (the proximal end of the electrode pointed the tip of the shaft). The patient was anesthetized about 6 hours longer than scheduled. No fragment was left inside the patient. There were no adverse consequences to the patient. Also, the patient's condition is stable. The devices were disassembled in pieces.

Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: what caused the procedure to be prolonged? Actual time searching for the missing tip? ---yes. Patient's anatomy? ---no information. Difficulty in the procedure? ---no information. Did the surgeon actually spend 4 ½ hours looking for the missing tip after the x-ray was taken? --- as we will confirm this question for our sales rep, could you please wait for this answer? Were there any unexpected outcomes or complications as a result of the extended or time? --- what was the impact to the patient as to the extended anesthesia time? ---the patient is good condition and there were no adverse consequences to the patient. Regarding this information: "at the time, the eps06 was being used without being taken the electrode from the shaft." Was the eps06 being used with the electrode tip retracted (inside) the shaft and not exposed? ---no, the electrode tip was exposed. Was the eps06 being used for irrigation or suction only? ---at first, we heard so, but it was confirmed that the device had been used as an electrical scalpel with the electrode tip exposed. Regarding this information: "the devices were disassembled in pieces." Why were the devices disassembled?---to find the missing tip. Who disassembled the devices? ---or staff.

Manufacturer narrative:
(B)(4). The device was received with the electrode tip detached from the shaft of the device and returned with the device. The complaint indicated that the account disassembled the device. The device was received cut at the middle section and slightly bent. The proximal part was attached to the rotational knob, however the distal part was broken off in several pieces. Also the sheath of the remaining part of the device was found disengaged from the rotational knob. No functional analysis could be performed due to the device receiving condition. No conclusion could be drawn as to what caused the tip to break off.